Manufacturer narrative:
The reported events were dislodgment, high lead impedance, and inadequate capture. As received, a complete lead was returned for analysis. All four tines were intact. The reported events of high lead impedance, and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead dislodged. An attempt to reposition was performed however, the lead exhibited high impedance and high capture thresholds. The lead was removed and replaced. The patient was in stable condition.